Manufacturer narrative:
The actual device was not returned to the MFR for physical eval and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls, were within spec.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cycler. The pt stated the screen on back of cassette is damaged and had full of liquid. The nurse stated that the pt completed all his treatment and had no complications. The pt's effluent remained clear, and he had no adverse effects. Sample is available.